Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection. No audio/beep anomaly noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was changing clothes and had been on the deck. Customer stated that she got her shirt wet and the pump was under her shirt. Customer stated that the clip is broken and the pump has a skin on it. Customer stated that sometimes her pump makes a screeching noise. Customer stated that she mentioned this issue to her doctor and it happened not long after being at the doctor's office. Customer stated that it happened late winter and early spring. Customer noticed that her blood glucose has been very bad and it has been running high. Customer stated that it's been bad for the last year and a half. Customer stated that there were times when her blood glucose was past 600 mg/dl. Customer stated that she wouldn't always contribute it to the pump but that sometimes she forgets to do her bolus. Customer was advised that the pump will need to be replaced.